Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported a novum iq large volume pump under-infused. During a levophed infusion for hypotension, the pump had to be titrated up to 20mcg due to the patient¿s blood pressure was not improving. The medical staff observed the solution was ¿barely dripping in the chamber.¿ the pump was swapped out. The new pump was running the levophed at 8mcg. No further information was available at the time of this report.

Manufacturer narrative:
Additional information: h6 and h11. H11: the device was not returned and the serial number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.